Event description:
It was reported that the patient experienced intermittent communication. It was noted that the antenna was purchased 30 days prior to the report. The intensity would go up and down when using it. The loaner was working good. Additional information received reported that the patient did not have concerns with the device or therapy. Additional information received reported that the no significant anomaly was seen on the transmitter. It was noted that an unconfirmed failure occurred.

Manufacturer narrative:
Concomitant products: product ID 3425, serial# (B)(4), implanted: (B)(6) 1994, product type transmitter; product ID 3425, serial# (B)(4), implanted: (B)(6) 1994, product type transmitter. (B)(4).